Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported complaint related to the damage of the device was confirmed. The guide wire identifier was torn and separated for a length of 1mm at the proximal end. The separated portion was not returned. The tip coils were pushed distal from the center solder for a length of 1mm and there were offset coils 1.8cm proximal to the center solder for a length of 1.5mm. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to peeling guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Event description:
It was reported that during use in the patient, as the guide wire was placed in the vessel, the proximal end of the guide wire (which is outside the anatomy) was observed to the split. It was not separated; however, it was reported that due to this damage, difficulty was experienced advancing the other devices, such as the balloon catheter and stent delivery system over the guide wire. Despite this damage, the guide wire was kept in place and used during the intervention. The target lesion was treated with success and there were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.